Event description:
On (B)(6) 2010, pt reported elevated blood glucose of 400-500 mg/dl. Pt was hospitalized from (B)(6) 2010-(B)(6) 2010 for a kidney transplant, and blood glucose elevated approx 1 week following surgery. Pt felt nauseated, sick, and thirsty. Target blood glucose is 70-120 mg/dl. Hospital removed infusion device and started pt on injection therapy. Blood glucose was between 150-300 mg/dl while on injection therapy, and pt was discharged from hospital on (B)(6) 2010 using this. Pt started backup infusion device following routine appointment around (B)(6) 2010. Blood glucose has "been good" since starting backup infusion device. Insulin was not expired and time and basal rates were programmed correctly. Infusion device was not disconnected for a long period of time. Infusion sites are rotated properly, and pt does not have scar tissue. There were no air bubbles in the system, and infusion device was not dropped on a hard surface. No error messages were rec'd. Pt was using lithium batteries in the infusion device and was advised on approved type. Adapter was used per specification, and pt does not reused insulin cartridges. Pt was on prednisone following surgery but does not think that contributed to hyperglycemia. Pt reported she and physician believe infusion device was not delivering insulin accurately. Infusion device was replaced and requested for eval.